Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient undergoing a stage 1 evaluation. It was reported that, after the stage 1 lead implant, the patient complained of leg pain. The patient was instructed to turn stimulation down and to never increase stimulation to a level of discomfort. The patient followed up with their doctor and was instructed to leave the device off for 4 days to see if the leg pain resolved, and to take aleve medication. On 2017-06-19, it was reported by a rep that the lead was removed. No further complications were reported/anticipated.